Event description:
The complaint is reported as: "PICC nurse was called to put in a PICC because the triple lumen in the pt. Was "leaking", she accessed the pt. And discovered the brown port on the cvc was broken off and the pigtail was tied in a knot, the PICC was placed and the cvc was removed." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal luer was separated from the distal extension line. The detached luer was not returned for evaluation. The lumen was also tied in a knot. The point of separation on the extension line appeared smooth and blunt. Visual examination of the luer hub could not be performed as it was not returned for evaluation. The total length of the returned catheter body measured to be 212 mm which is within specifications of 207-227 mm per product drawing. The inner diameter of the distal extension line measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the distal extension line measured to be 0.086" which is within specifications of 0.084-0.088" per product drawing. This indicates that the wall thickness measured within specifications. The proximal and medial lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. Functional examination of the luer hub could not be performed as it was not returned for evaluation. A manual tug test confirmed the proximal and medial luers were fully secured to their extension lines. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of a separated luer was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional and functional testing. Without the luer hub to analyze, the probable root cause could not be determined based on the information provided. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "PICC nurse was called to put in a PICC because the triple lumen in the pt. Was "leaking", she accessed the pt. And discovered the brown port on the cvc was broken off and the pigtail was tied in a knot, the PICC was placed and the cvc was removed." No patient harm reported. The patient's condition is reported as fine.